Event description:
New information receives notes that the issue was discovered during the patient presented in the clinic for a follow up. No intervention was performed and the patient was in stable condition.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was found in backup operation.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient's implantable cardiac monitor (icm) was found in backup operation." Rather than "it was reported that the patient's implantable cardiac monitor (icm) was found in backup vvi (bvvi)."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was found in backup vvi (bvvi).